Manufacturer narrative:
The event unit has returned to applied medical. A follow-up report will be submitted following the completion of the investigation.

Event description:
Procedure performed: apr. Event description: during the surgery, after the device clamped onto the tissue, the tip was unable to reopen. The incident occurred on (B)(6) last year; however, the client only informed us about it on january 15 this year. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event. Additional information provided by distributor on 06feb2025 via email: the device was removed by pulling it off along with the tissue. The procedure lasted approximately six hours, during which repetitive activation caused the jaws to lock closed. It is unclear whether any audible noise was heard; however, the handle was observed to be loose, and the jaws failed to function properly. After the issue occurred, when the handle lever was actuated again, the jaws still did not open and remained in a closed position. The blade lever was able to return to its original position. The tissue was stuck between the jaws, and the operator manually opened the jaws to remove the tissue. Indeed, there was tissue damage during the removal process. Bleeding occurred, but the volume of bleeding was minimal. This was the first occurrence reported at this hospital. It is known that the procedure lasted six hours. The surgeon resolved the issue by replacing the device with a new electrosurgical instrument to complete the procedure. Intervention: user replace with a new one to complete this surgery. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of the jaws not opening. The pawl spring, an internal component of the handle, had a gap that was outside of specification. Based on the condition of the returned unit, the reported event was likely caused by the gap between the two legs of the pawl spring, which prevented the jaws from opening. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: apr. Event description: during the surgery, after the device clamped onto the tissue, the tip was unable to reopen. The incident occurred in (B)(6) last year; however, the client only informed us about it on (B)(6) this year. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to affect this event. Additional information provided by distributor on 06feb2025 via email: the device was removed by pulling it off along with the tissue. The procedure lasted approximately six hours, during which repetitive activation caused the jaws to lock closed. It is unclear whether any audible noise was heard; however, the handle was observed to be loose, and the jaws failed to function properly. After the issue occurred, when the handle lever was actuated again, the jaws still did not open and remained in a closed position. The blade lever was able to return to its original position. The tissue was stuck between the jaws, and the operator manually opened the jaws to remove the tissue. Indeed, there was tissue damage during the removal process. Bleeding occurred, but the volume of bleeding was minimal. This was the first occurrence reported at this hospital. It is known that the procedure lasted six hours. The surgeon resolved the issue by replacing the device with a new electrosurgical instrument to complete the procedure. Intervention: user replace with a new one to complete this surgery. Patient status: fine.